Manufacturer narrative:
Additional device product code: hrs. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4).without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (b)(6 2019, the patient underwent open reduction internal fixation (orif) of the metacarpals. While covering a case, one (1) 1.5mm/16mm cortex screw self tapping and one (1) 1.5mm/12mm cortex screw self tapping broke while inserting and as well as one (1) drill bit broke. Screw heads snapped off and surgeon burred the screw down so it was flush. A drill bit also broke. There were fragments generated from broken device but was not easily removed. The surgeon attempted to remove the screw with some pliers and could not get it out and chose to burr the proud portion of the screw so the fragment was flush with bone. The procedure was successfully completed with 15 - 20 minutes surgical delay. Patient status is unknown. This report is for one (1) 1.5mm cortex screw self tapping 16mm. This is report 1 of 3 for complaint (B)(4).